Event description:
Information provided states that two of the 2.0 screws being inserted into the plate at the 4h metatarsal were difficult to insert and eventually snapped off at the head. The screw threads were not removed from the patient. The system was plated over using a synthes plate. Three of the four screws being inserted in the second plate at the 5th metatarsal stripped at the driver/screw head interface. The 5th metatarsal plate was eventually seated and remains implanted. The event resulted in a delay in the case.